Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Therapy date (B)(6) 2022. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, during a procedure the punch breaks during bone perforation, a fragment remains inside the patient in the vertebral body. The screwdriver broke when the doctor was inserting the screw into the bone, he finished putting the screw with a straight screwdriver. The procedure was completed successfully. There was no surgical delay. There was no patient consequences. This report involves one (1) 2.0mm angled awl. This is report 1 of 2 for (B)(4).